Event description:
Medtronic received a report that a pipeline flex with shield technology stent appeared crimped and failed to open at the distal end. The patient was undergoing surgery for treatment of an unruptured, saccular, opthalmic internal carotid artery (ica) aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was not tested. The angiographic result post procedure was reported as second pipeline deployed successfully. Attempted to deploy device with drag and drop technique. However from first deployment, device appeared crimped. Recaptured 3 times in an attempt to open, but no change occurred. Removed device and deployed on table and crimp in distal end of device was noted as still present. The pipeline was resheathed and removed from the patient with the microcatheter. Scrapped device and catheter and used new phenom 27 and pipeline with no issues. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included phenom 27 microcatheter (fg15150-0615-1s, lot# 232705649).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.